Manufacturer narrative:
E1 - initial reporter phone: (B)(6) h3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during suctioning, at the time of removing the suction catheter, it became stuck and broke inside the endotracheal tube. The obstruction of the endotracheal tube required extubating followed by reintubation of the patient. The patient is an 11-day-old infant. It was confirmed that no medical treatment was prescribed as a result of the incident. The patient was receiving other medications not related to the incident. The incident status was reported as resolved. There was patient involvement.